Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history review was conducted. The report indicates that nonconformance is not relevant to the complaint condition because the issue is visual. No issues were found during manufacture that would contribute to the complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development evaluation was completed: the coupling screw is utilized in the locking compression plate dynamic helical hip system and dhs/dcs dynamic hip and condylar screw system to aid in the insertion of a lag screw. One coupling screw (part 338.31, lot a4hx778, manufactured october 1998) was returned. Upon receipt of this device it was seen that the distal 7mm of threading is no longer attached and was not returned. This complaint is confirmed. The most recent drawings for this part were reviewed as well as those to which the device was manufactured. Changes were made following the manufacture of this lot included the material change to (B)(4) which has greater yield strength. The design and finishing process were determined to be adequate for the intended use of this device. Given the complaint description and the state of the returned device, it is likely that excessive off-axis force was applied to the device during disassembly to cause this breakage, also given the age of this device and as it is a multi-use instrument the fracture location may have been weakened over time. This complaint is confirmed; however, the root cause is most plausibly the application of off-axis force combined with the age of this device. More recent lots of this device are manufactured from a material with greater yield strength. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during the cleaning process postoperatively, the coupling screw broke during disassemble. There was no patient involvement. No additional information was provided. This is report 1 of 1 for complaint (B)(4).